Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 30 mg/dl. Reportedly, the pump settings needed to be adjusted. Customer consulted with a health care professional and addressed bg level with sugar tablets.